Event description:
It was reported that both systems went down without notice and then came back up. Centralized patient monitoring was reportedly lost for approximately 15 minutes. During that time, patients were still monitored by the bed side monitors in the individual rooms.

Manufacturer narrative:
We reviewed device's internal log files. The device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. In this particular episode, which is the primary unit in the ha pair, and icmu20-ha, which is the secondary or backup cpu, rebooted, resulting in a 15 minute loss of centralized monitoring. Welch allyn tech support assisted the customer in restoring normal operation. Although the acuity system was unavailable for centralized monitoring while the system was rebooting, patient vital signs monitoring continued at beside with the local bedside patient monitor for any patients connceted to the system. There were no patients harmed in any way by the event. By event, we mean the loss of centralized monitoring. Evaluation of the system logs following the restoration of normal operation indicated that the system that had been set up to control certain memory operations for the primary and ha backup system had rebooted. This caused those memory operations to fail on both the primary and the ha backup, causing the reboots on the icmu2 systems.